Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose, diabetic ketoacidosis and stroke on (B)(6) 2020 with unknown blood glucose. The customer had another blood glucose of 627 mg/dl. The customer experienced the symptoms such as nausea and abdominal pain. The customer was treated with the manual shots and intravenous drips. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was active at the time of incident. Customer declined to test insulin pump. The customer unable to perform troubleshooting right because she was still having difficulty in speaking. The insulin pump will not be returned for analysis.